Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided. Serial numbers/lots event date not provided.

Event description:
It was reported that a secondary infusion of methotextrate was initiated at an unspecified rate however the user noticed that the secondary would not flow however pulled from the primary set . The customer stated there was no patient harm there was a delay in patient chemo treatment. The event occurred hematology & oncology unit. Although requested, no additional information about the patient, medication, or event provided.